Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. The stent was received fully deployed from the device. No damaged was observed with the deployed stent. An examination of the catheter handle found no issues. No kinks or damage was noted along the length of the shaft. No damage was noted to the outer membrane of the shaft which could potentially have restricted the stent from deploying. No issues were noted with the movement of the outer sheath along the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that upon admission ,the patient was already in bad condition and the physician did not consider the patient's death to be related to the complaint device.

Manufacturer narrative:
(B)(4). Describe event or problem updated. (B)(4).

Event description:
It was further reported that upon admission the patient was already in bad condition and the physician did not consider the patient's death to be related to the complaint device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that death occurred. The target lesion was a tracheal stenosis. The patient presented with difficulty in breathing due to tracheostenosis. A 24x70/11fr uni plus 75cm wallstent endoprosthesis was selected for use and advanced to treat the lesion. During the procedure, after half of the stent has been deployed, the stent can no longer be deployed. In the meanwhile, the patient suffered from shock. The physician immediately reconstrained the stent and removed the stent out of the patient and took first aid measures such as cardiopulmonary resuscitation (CPR); however, the patient's condition was not improved. Patient was still breathing at that time. The physician then planned to transfer the patient to another hospital for treatment but during the preparation of hospital transfer, the patient died.